Event description:
It was reported that, when opening the packaging of an intertan 1.5 13x40 130d lt it appeared to have not been sealed properly. As this was noticed upon set-up or inspection for an internal fixation surgery, the patient was not involved at that moment.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the package should be sealed. At this time, we do not have evidence to suspect that the product failed to meet product specifications at the time of manufacture. The contribution of the device to the reported event could not be corroborated. This issue was evaluated through our internal quality process and determined to be isolated at this time. It was concluded that the most likely root cause is human error during the packaging process. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: case-(B)(4).